Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the right atrial (ra) lead exhibited low pacing impedance; wear and tear issue was suspected. Lead revision was suggested, no change or intervention was reported. There were no patient consequences.